Manufacturer narrative:
Additional information provided by the hospital indicated the patient had been admitted for dizzy spells. Imaging performed showed a 'mobile mass' which was very loosely attached and when it flapped, it obstructed the left ventricular outflow tract (lvot). This was believed to have been the cause of the patient's symptoms. The sapien 3 ultra valve was explanted as there was concern the 'mobile mass' would break off and embolize. During the explant procedure, it was confirmed that there was no endocarditis nor thrombus, but there was a piece of lvot calcium that was breaking free. There was no malfunction of the sapien 3 ultra valve. Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the non-edwards interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, per the report, there was a piece of the patient's native lvot calcium that was breaking free and there was concern it may embolize. There was no allegation or indication of a product malfunction that contributed to this adverse event. The cause of this event could not be determined. The patient had surgery to explant the valve and a surgical valve was implanted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Device not available for return.

Event description:
As reported by edwards implant patient registry (ipr), approximately 27 days post transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted, and a surgical valve was implanted. The reason for the explant is unknown. Per medical records review, the patient was recovering well from the tavr procedure when they were brought to an outside hospital for dizziness and was found to have a mobile mass adherent to the ventricular portion of the tavr valve. Echocardiogram images were suggestive of endocarditis although the patient lacked constitutional symptoms of infection. The patient's blood cultures at the time of the surgery were negative. The patient underwent the explant procedure and mobile mass was observed emanating from the inferior strut of the valve in the location of aorto/mitral curtain calcification. A film was present on the aortic surface of the right and non-leaflets of the tavr valve, but there were no other signs of infection. Additional information was provided which indicated that the patient had left ventricular outflow tract (lvot) calcium, not endocarditis.